Manufacturer narrative:
(B)(4).

Event description:
It was reported it was found during a follow-up appointment the rv lead had low amplitude due to displacement which was confirmed by x-ray. As a result, the rv lead was explanted and replaced. The issue was resolved. There were consequences on the patient.